Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, the lead terminal end sustained damage. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.